Event description:
It was reported that the patient underwent lead and generator explant surgery. No additional relevant information has been received to date.

Event description:
It was reported via clinic notes that high impedance was observed during a routine office visit. During the same visit the patient complained of difficulty swallowing and neck pain that were not associated with vns stimulation since the device had been disabled for some time. It was reported that the physician did not know what was causing the dysphagia and neck pain. The patient was referred for vns removal surgery however no surgical interventions are known to have occurred to date.

Event description:
It was later reported that the reason for the referral for vns explant surgery was due to the patient complaining of pain. Additionally it was unknown if diagnostics were within the acceptable range prior to the appointment where high impedance was observed. The physician had not run a diagnostic test for some time due to the device being programmed off. Therefore its unclear when the high impedance first began. No additional relevant information has been received to date.